Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, two device were opened, error messages appeared on two separate generators for both device. A hand piece was then opened and there were no further issues other than surgeon complaining that the jaws were not completely opening.